Manufacturer narrative:
The psm arm was returned to isi. Failure analysis (fa) investigation was able to reproduce system error code 23007 during functional testing. Investigation also revealed that the psm failed the in-house slow sweep test on axis 2. This complaint is being reported due to the psm arm failing the slow sweep test during fa. Although no patient harm occurred, recurrence of the slow sweep failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted umbilical hernia repair procedure, the light emitting diode (led) on patient side manipulator (psm) arm 2 turned yellow when the site power cycled the system. A yellow led warns the user that the da vinci system requires some type of intervention to continue. The customer indicated that she had to move the psm around in order to resolve the issue since this has happened in the past. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. Review of the site's system log by the isi technical support engineer found that system error code 23007 occurred and dispatched a field service engineer to evaluate the system. The isi field service engineer (fse) was unable to reproduce the customer reported failure mode; however, the fse replaced the affected psm to repair the system due to the occurrence of the system error code 23007. The psm is an instrument arm located on the patient side cart (psc) that provides the sterile interface for the endowrist instruments. System error code 23007 appears when the da vinci si safety system determines, on startup, that one or more robotic joints on the manipulator did not make the prescribed test motion to within the specified tolerance. Upon determining this condition, the safety systems put da vinci in a recoverable safe state.